Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, the pin was pushed back in the connector, the wire was damaged, and there was unintended activation/motion. It was further determined that the device failed pretest for safety assessment. Therefore, the reported condition that the device was not working, and had no power was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was not working and had no power. During service and evaluation it was determined that the device had unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.